Manufacturer narrative:
On 07/20/2018, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. No foreign material was observed on the shell surface. During examination, product evaluation team observed a rent measuring approximately 3.8 cm on the posterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/04/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. No foreign material was observed on the shell surface. During examination, product evaluation team observed a rent measuring approximately 3.8 cm on the posterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/04/18, it was reported to mentor that device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. No foreign material was observed on the shell surface. During examination, product evaluation team observed a rent measuring approximately 3.8 cm on the posterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. On 06/08/18, it was reported to mentor that the patient who underwent breast augmentation with mentor saline devices on (B)(6) 2016 experienced right side device inflation and left device inferior lateral migration. The patient underwent removal and replacement of right implant on (B)(6) 2018. The patient also underwent left breast implant pocket revision. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast augmentation revision procedure with a saline mentor smooth round high profile 290cc breast implant and experienced deflation on the right breast implant. The deflation was observed by the patient. As a result, the patient had undergone explantation on (B)(6)2018.

Manufacturer narrative:
On 05/01/18, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. In addition, the replacement device was saline mentor smooth round high profile 290cc. Manufacturer¿s reference number: (B)(4).